Manufacturer narrative:
Corrected fields: b3, g3 (initial date in g3 corrected to 7/11/2023). A getinge field service engineer (fse) evaluated the unit and to fix the issue replaced the 5000 maintenance kit. The unit is working fine and was handed over to the customer in good working conditions.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit had autofill failure. There was no patient involvement.